Event description:
A malfunction alarm occurred with the customer's pump, and it was not resettable. There was no reported impact to the customer¿s blood glucose level that exceeded normal limits. The customer was instructed by technical support to switch to multiple daily injections for insulin delivery and received a replacement pump. The faulty pump was confirmed to be under warranty, and the customer was guided on how to store it before returning it.